Manufacturer narrative:
(B)(4). The sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that after the first seal cycle during a hysterectomy, the jaws would no longer open. The device was removed with minimal tissue damage. There was no pt injury.